Event description:
It was reported that an esu was used in a procedure to remove a broad based polyp in the ascending colon. The settings for the generator were endocut, effect 3 at 200 watts. Upon activation, there was a "puff of smoke" at the polypectomy site. Then a 1 cm perforation was observed. The remaining polyp was removed using an endostat unit. After the procedure the patient complained of chest pain with the presence of a pneumothorax. A CT scan revealed free air under the patient's diaphragm. Surgery was performed to address the issue.

Manufacturer narrative:
The esu was removed from service, and checked by the facilities biomedical department. The generator was deemed to be functioning properly. Nonetheless, erbe has requested that the unit be sent to us for an in depth evaluation. No anomalies were found in the device history record (DHR) of the involved device. To further address the issue, additional in-service work will be offered to the medical staff at the hospital. No trends were identified with the reported incident. A follow-up report will be filed with the agency if the unit is checked by erbe.